Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source, consumer - attorney. Concomitant medical products: 00771300600, modular femoral stem press-fit plasma sprayed cementless size 6, unknown lot. The 00784800200, modular neck k 12/14 neck taper use with +0 heads only, unknown lot. Item # unknown, unknown cup lot # unknown. Item # unknown, unknown liner lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03309, 0001822565-2018-03310.

Event description:
It was reported that a patient underwent hip revision surgery approximately 3 years post implantation due to pain, adverse local tissue reaction, corrosion, and metallosis. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site.(0002648920-2019-00384).

Event description:
The initial was submitted under a wrong manufacturing site. This report should be voided, as it was submitted in error. An updated report will be submitted under the corrected manufacturing site.(0002648920-2019-00384).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : product not returned

Event description:
No further event information available at the time of this report.